Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer complained of high readings on their freestyle freedom meter. The customer obtained a readings of 150 mg/dl compared to a laboratory result of 60 mg/dl. When plotted on the parkes error grid the results fell in the "c" zone which makes it clinically significant. There was no report of death, serious injury or medical treatment.